Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Additionally, it was reported that an occlusion alarm occurred. Blood glucose (bg) was 423 mg/dl for these events. Reportedly, the customer had manual injections available as alternate insulin therapy. Additionally, the customer reported an unspecified elevated bg due to attempting to connect a luer lock cartridge to a t:lock infusion set. The customer was aware of connecting only t:lock supplies together.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge change error) was verified the occlusion alarm was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.